Event description:
There is no new information to report. This supplemental record is being submitted to correct the awareness date.

Manufacturer narrative:
This supplemental was submitted to correct the awareness date, as the initial submission was not a late record. The correct awareness date is 3/17/2026.

Manufacturer narrative:
As a result of the report, a stryker quality technician reached out to the stryker field service technician. They stated that they could not get a hold of the customer to get any further information. The stryker quality technician then called the customer directly. He stated that the ambulance with the involved device was in a maintenance shop, and he could not get to the ambulance. There has since been no further response from the customer, despite the various attempts to reach him. The issue was resolved for the customer by sending a customer letter. Stryker will reopen this wo if necessary.

Event description:
It was reported that the unit gets stuck during unloading, and it is difficult for the cot to become unhooked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.